Event description:
It was reported that during the pre-dilatation procedure, a 2.5x12 trek rx balloon dilatation catheter (bdc) was advanced without resistance to a lesion in the circumflex coronary artery. During the first inflation using an unspecified inflation device, the balloon ruptured at 14 atmospheres. The trek rx bdc was withdrawn from the anatomy without resistance, and a non-abbott bdc was used to complete pre-dilatation, followed by placement of an unspecified stent, completing the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.